Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of vial-mate reconstitution devices leaked. This was identified during use of the devices. This resulted in unspecified antibiotic leakage down the port and on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: expiration date: there is no expiration date. The lot was manufactured (B)(4) 18 - (B)(4) 18. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.